Manufacturer narrative:
Calibration was last performed on (B)(6) 2023 with acceptable results. The patient has a medical history of unspecified hypothyroidism. Untreated hypothyroidism can lead to elevated tsh results. All of the patient's tsh results were above the normal reference range of the assay. Based on the limited information provided, the cause of the event could not be determined. The investigation did not identify a product problem.

Manufacturer narrative:
Qc was acceptable. It was noted that the customer does not use sample tube rack adapters. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant results for 1 patient tested for elecsys tsh (tsh) on a cobas 6000 e 601 module. On (B)(6) 2023 the initial result was 6.42 uiu/ml. The repeat result was 5.24 uiu/ml. On (B)(6) 2023 the repeat result was 6.66 uiu/ml. On (B)(6) 2023 another sample was obtained and the initial result was 10.19 uiu/ml. The repeat results were 9.99 uiu/ml and 13.24 uiu/ml. On (B)(6) 2023 the repeat result was 10.23 uiu/ml. No questionable results were reported outside of the laboratory. The e601 module serial number was (B)(4).

Manufacturer narrative:
Section b7 was updated. The customer stated similar questionable tsh results were observed on another sample around the time of this event. No specific results were provided. It is not clear if this sample was from the same patient or a different patient. Clarification was requested but has not been provided.